Event description:
It was reported "when a nurse attempted to exchange the dressing during placement of the catheter, he/she found that the extension line of the distal lumen was cut. Therefore, the catheter was removed and replaced with a new one. No harm to the patient was reported." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Correction to section d.4: UDI was updated from (B)(4) to include the full UDI. The customer returned one 2-l catheter for analysis. Definite signs of use were observed on the returned catheter. Visual analysis revealed separation of the distal extension line towards the middle of the extrusion. The proximal separated portion of the extension line was wrapped in thread to occlude the line. Microscopic examination revealed that the edges of the separation were smooth and uniform. As also noted by the customer, the appearance of the separation is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc). It was additionally noted that the catheter body was severed. The outer diameter (od) of the extension line measured to be 2.40 mm which is within the specifications per product drawing. The inner diameter (ID) of the extension line inside the luer hub measured to be 0.068" or 1.7272 mm, which is within the specifications per product drawing. This indicates that the wall thickness measured within specifications. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. A device history record review was performed and no relevant findings were identified. The extension line product drawing was reviewed. The instructions-for-use provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a separated extension line was confirmed through investigation of the returned sample. Visual and functional analysis revealed that the distal extension line was completely separated towards the middle of the extrusion. The appearance of the separation is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc). Despite this, the catheter passed all relevant dimensional requirements, and a device history record review performed revealed no relevant findings to suggest a manufacturing related issue. Therefore, based on the customer report that the damage was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "when a nurse attempted to exchange the dressing during placement of the catheter, he/she found that the extension line of the distal lumen was cut. Therefore, the catheter was removed and replaced with a new one. No harm to the patient was reported." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4).